Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Remaining longevity decreased six years within a two year period. This patient is with palliative care, hence the physicians decided not to replace the device when depleted. This device remain in service. No adverse patient effects were reported.